Event description:
Arterial line pump flow meter reading extremely high during case after several hours of normal use. Perfusionist noted signs of decreased svr [systemic vascular resistance], alerted anesthesia. Perfusionist adjusted pump flow rate. After coming off bypass and attempting to infuse volume, the flow probe was determined to be reading falsely higher than actual. Delayed reporting to assess the patient's status.